Manufacturer narrative:
Product analysis#: (B)(4): equipment used: vis (m-78210) as found condition: the solitaire fr device was returned for analysis within a shipping box, a plastic bio-pouch, and an opened solitaire fr inner pouch (b525534). Damage location details: no bends or kinks were found with the solitaire fr pusher. The stent was found not attached to the pusher. The stent¿s detachment zone exhibited electrical etching, indicating incomplete detachment. The stent¿s non-working and working length struts were found to be in good condition. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed as the stent¿s detachment zone exhibited incomplete detachment. Non-detachment can occur due to not connecting the cables correctly, not using a new battery, placing the needle in fat cells, not exposing the detachment zone to blood flow or pulling the microcatheter back too far, and not maintaining saline drip through the catheter. Additionally, if not enough blood thinner is used, clots can form on the detachment zone. However, the cause of the event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr failed to detach. The patient was undergoing surgery for treatment of cerebral thrombosis. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 4 hours. It was reported that after stent thrombectomy, the blood vessel was narrowed and there was no response for a long time when using the detachment device to detach. It could not detach. The physician attempted to detach the stent with the detachment box 3 times for 2 minutes each attempt. The detachment box was re-used and the detachment cable was brand-new out of box. There was no damage to the detachment box. The catheter tip was located 1mm for the detachment zone during the detachment attempt. The detachment zone was not up against the vessel wall. A 5ml syringe needle was used during detachment. The needle was placed in the muscle of the shoulder. The physician used a new battery during the detachment. The detachment box displayed as indicated in the IFU. The black cable was connected to the needle, the red cable to the pusher wire and the pushwire was on a dry, clean surface. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that the device/procedure did not cause the blood vessel narrowing. Stroke onset to reperfusion time was 4 hours. The cause of the non-detachment was not determined and multiple attempts had not been made to detach it.